Manufacturer narrative:
Retainer ring = black customer returned insulin pump for alleged insulin pump error 43 on event date (B)(6) 2021. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into reservoir compartment. Device successfully downloaded using thus software. No pump error 43 noted during testing, however, a pump error 43 was confirmed on the history/trace file on (B)(6) 2021 14:42:32.000. Motor was tested outside of the device and passed. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb1 and a corroded home switch. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. The following were noted during visual inspection: corroded home switch. Pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case (battery tube) and label damage (stained serial number label). In summary, customer pump error 43 was confirmed in the history/trace files, due to corroded home switch. Moisture on pcb1 noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a source of an external interrupt could not be determined. The customer stated they were not able to clear the alarm and were not able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will returned for analysis.